Event description:
Customer stated "the pad is not shutting off after 25 minutes. She fell asleep and the pad never shut off. When she woke up the pad was very hot and her back feel burnt. Her back was red but she checked it." The product was returned for investigation. An investigation was done into the customers complaint. The pad was tested by a quality control technician and the pad was heating and functioning properly. Customer admitted they were sleeping with the product on. The IFU states "do not use while sleeping." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.